Manufacturer narrative:
The cls was discarded. The cause of the pocket pain and inadequate pain relief is not able to be definitively determined. The evoke scs system surgical guide details potential risks associated surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites" and "inadequate pain relief following system implantation or over time." The surgical guide continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for pain at the closed loop stimulator (cls) implant site and inadequate pain relief in the right lower limb. An MRI was obtained which confirmed no fluid present at the cls implant site. The system was explanted.

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h10 - manufacturer narrative. Device logs were reviewed during the period that the patient was implanted with the evoke scs system. The logs indicate that immediately after receiving the evoke scs system, therapy was being delivered >70% of the time. Two (2) months prior to explant, the patient¿s usage declined to <15%. From the logs, there were no errors or indications that device functionality had changed when the declining usage was noticed. The cause of declining usage of the evoke scs system is unable to be definitively determined.